Event description:
70% dextrose was compounded instead of sterile water. No pt details have become available, except the pt was an infant. Only three stations of the unit were set up, red for amino acids, orange for 70% dextrose and green for sterile water. The unit was programmed to deliver ony 500ml sterile water into an empty 500ml container; instead it reportedly delivered 70% dextrose. Reportedly, the facility feels this was a probable user error rather than a malfunction of the unit. The facility has reportedly sent the unit to an independent testing laboratory. Unit has been in use at the facility since 5/1998.